Event description:
Per complaint (B)(4), it was impossible to separate an abutment from a dental implant during placement. The implant was removed within the same procedure. The patient did not experience any adverse consequences.